Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 209 mg/dl and the sensor glucose was 47 mg/dl at the time of the incident. The customer stated that they were sleeping when the event occurred. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer also received calibration error and change sensor. The sensor will be returned for analysis.